Event description:
"Dealer states the consumer is complaining the chair is "tippy"and that at some point she had hit a hole in her yard and tipped the chair. Dealer also mentioned the joystick is damaged because the consumer drove off of a ramp and dumped the chair. The dealers' phone was cutting out and was disconnected before any further information could be obtained. Before disconnection, the dealer was asking about the locking cylinders but we did not get a chance to troubleshoot."

Manufacturer narrative:
No RMA has been initiated for this event. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 3 months of age. The owner's manual part number 1143190 (rev k mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. As stated in the owner's manual: warning: the seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately. Do not leave the power button on when entering or exiting your wheelchair. Do not go up or down ramps or traverse slopes greater than 9 degrees. Never leave an unoccupied wheelchair unattended on an incline. Do not attempt to move up or down an incline with water, ice or oil film. Do determine and establish your particular safety limits by practicing bending, reaching and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges the consumer is complaining the chair is "tippy" and that at some point she had hit a hole in her yard and tipped the chair. Dealer also alleged that the joystick is damaged because the consumer drove off of a ramp and dumped the chair.